Manufacturer narrative:
(B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event and was treated with unspecified antibiotics. The cause of the event was not reported. At the time of this report, the patient had not recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.